Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that a blood leak occurred with the combiset smartech bloodlines approximately 30 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a 2008t machine, alarmed with an air detected error message. The biomedical technician (biomed) inspected the machine and bloodlines to determine the cause for the alarm. Upon removing the line from the blood pump a hole was identified in the tubing. The nurse stated that there was no defect or damage noted on the bloodlines prior to the occurrence of the blood leak and prime was successfully completed without encountering any issues. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on the same machine with new supplies. The complaint device was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: a sample was returned the manufacturer for physical evaluation. The sample was returned without its original packaging or labeling. The complaint product sample was disinfected and during the disinfection of the complaint sample, the alleged failure mode was confirmed; a leak was found in the pump tubing. In addition, a visual inspection was performed to the pump tubing, and during the visual inspection, a tear was identified in the pump tubing. The tear appears to be a deep cut that perforated the tubing and affected the surface of the tubing. The cause of the tear in the pump tubing could not be established since the sample worked as intended during the priming stage and the incident occurred approximately 30 minutes after the initiation of treatment. However, this kind of damage (tear) could be caused due to an incorrect handling of the product either during the manufacturing process or treatment set up. In the 2008t hemodialysis operator¿s manual (490122) and instruction for use there are indications for proper use to avoid this kind of damage, stating to "inspect the blood pump rotor for proper operation (tubing guide posts not bent, rollers move freely, crank lever moves freely). Bent or loose tubing guide posts can damage bloodlines. Replace rotor if necessary." A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Upon completion of the evaluation, the reported event was confirmed.

Event description:
A user facility nurse reported that a blood leak occurred with the combiset smartech bloodlines approximately 30 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a 2008t machine, alarmed with an air detected error message. The biomedical technician (biomed) inspected the machine and bloodlines to determine the cause for the alarm. Upon removing the line from the blood pump a hole was identified in the tubing. The nurse stated that there was no defect or damage noted on the bloodlines prior to the occurrence of the blood leak and prime was successfully completed without encountering any issues. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on the same machine with new supplies. The complaint device was reported to be available to be returned to the manufacturer for physical evaluation.